Event description:
It was reported that the procedure was cancelled. A rotapro console was selected for use. During preparation, it was discovered that the electrical port was broken. The procedure was cancelled due to this. There were no patient complications.